Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has had two untreated episodes due to oversensing of noise. The patient recently received inappropriate shocks with lower amplitudes. The patient had a transvenous system implanted and the system was electively turned off. Subsequently, the entire subcutaneous implantable cardioverter defibrillator was explanted due to the previous inappropriate shocks. No additional adverse events were reported.